Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing was detached from connector. The issue occurred with five similar types of infusion sets used for twelve hours. The blood glucose level of the patient was 370 mg/dl which was treated by correction injection via multiple daily injection. No further information was available.